Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. The atrial lead exhibited noise. No medical intervention was performed. The patient was doing well post event and would continue to be monitored.